Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was found and causing the alarm to sound. Additionally, there was a gas leakage noted at the first regulator unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was producing an alarm sound during a laparoscopic surgery. According to the initial reporter, the staff used another unit to complete the case with no delays and no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿alarm went off at the time the device was started¿ was duplicated, and it was due to a faulty printed circuit (cr) board. The cause of the cr board is unknown. Additionally, a gas leak from the first regulator unit was confirmed, but the cause of gas leak was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.